Event description:
Same case as MDR ID # 2134265-2012-03622. It was reported that during a percutaneous coronary intervention (pci) procedure, device entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified left iliac common artery. A 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inflated which burst at 4atm and was removed. Another 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inserted, inflated to 10 atm and then the device became stuck on the v-18 control wire 300cm 8c poly tip and would not come off. The cutting balloon and wire were removed together. The procedure was completed with another wire and balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the device was advanced over a 0.018 inch guidewire. The catheter was stretched onto the guidewire and it was not possible to remove it. The distal catheter shaft was stretched from 5-36.5cm inclusive from the tip. Stretching was present from 85-99cm inclusive from the strain relief also. The catheter shaft was damaged throughout. A microscopic examination observed a kink on one blade. No damage was noted to the remaining blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2012-03622. It was reported that during a percutaneous coronary intervention (pci) procedure, device entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified left iliac common artery. A 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inflated which burst at 4atm and was removed. Another 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inserted, inflated to 10 atm and then the device became stuck on the v-18 control wire 300cm 8c poly tip and would not come off. The cutting balloon and wire were removed together. The procedure was completed with another wire and balloon. No patient complications were reported and the patient's status is ok.